Event description:
It was reported that the 9900 system shut down prior to a case. The system was rebooted and the case was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was re-tapped and the software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.